Event description:
Surgeon noted one of the ball tips from the wand had broken off during use. An attempt was made to locate the broken piece. Surgeon initially noted the piece, but then the piece disappeared. The surgeon continued to use the device.